Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to reset the pump, and due to multiple occurrences of the issue, technical support decided to replace the pump. Customer will continue to use current pump until new pump is received.